Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the biomimics 3d instructions for use and is a known potential adverse effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the biomimics 3d european post-market observational study on (B)(6) 2017.a 6.0 x 60 mm biomimics 3d stent was used to treat a de-novo occlusion (90% stenosis) with a target lesion length of 40mm of the distal third superficial femoral artery (sfa) of the left leg using a contralateral approach through an introducer sheath and 0.035" guidewire. Pre-dilation of one inflation of the target lesion to a max pressure of 8atm with standard balloon angioplasty and post-dilation to a max pressure of 12 atm was conducted. There were no drug coated balloon dilations used at index. On an unspecified date in (B)(6) 2020 a thrombosis of treated segment was identified. The event was reported as "possibly related" to the device and "definitely related" to the procedure. The event required percutaneous intervention and thrombolytics. The event is resolved and patient has recovered. The device remains implanted.

Event description:
This event was submitted in error by the clinical site. The site subsequently removed the information from the database. There is no apparent adverse event to report.

Manufacturer narrative:
This event was subsequently removed from the database by the clinical site as it was entered in error. There is no apparent adverse event to report and as a result the description, the coding and the manufacturer narrative have been updated to reflect this updated information.